Manufacturer narrative:
Evaluation findings: the manufacturer completed its investigation of the returned product on august 8, 2024. The analysis revealed that the electrodes were fully bent, with the broken surface showing a ductile appearance, indicating that excessive force was likely applied during use. Furthermore, the investigation determined that in the case of the second electrode, contact between the active and neutral electrodes resulted in a short circuit. Since there is no information suggesting patient injury or harm, it was concluded that this event did not, and is unlikely to, lead to death or serious deterioration in health. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a transvaginal resection with the use bipolar resector and disposable loops the latter broke inside the cavity. It happened in a patient with two loops without giving any kind of clinical problem to the patient. No negative impact in state of health reported. Since no information if the broken part was fully removed, a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).